Event description:
It was reported by repair work order that the fire fighter was injured while trying to raise the legs of the cot with his left arm while holding the cot with his other arm. The fire fighter alleged the legs would not retract in powered or manual mode. This was due to a damaged electronics assembly and an inoperable manual release.